Event description:
It was reported that that the patient presented remotely via merlin.net. It was noted that crosstalk was observed on the implantable cardioverter defibrillator (ICD). Programming changes were made. The patient was stable throughout.